Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to low blood glucose. The blood glucose reading was 25 mg/dl and caused customer to pass out on the road and get into a car accident. She stated that she had been in two comas in the previous year and that she had experienced low blood glucose on and off. The blood glucose reading at the time of the report was 172 mg/dl. She stated that the drive support cap appeared normal. The programming had been adjusted by a paramedic. The reservoir showed the same amount of insulin as shown on the status screen. The insulin pump passed the displacement test. Customer stated that she undercounts for boluses because of gastroparesis. Nothing further was reported.